Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Oral-b io toothbrush ignited/caught on fire at base [device catching fire]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited/caught on fire at the base. No injury was reported.

Event description:
Oral-b io toothbrush ignited/caught on fire at base [device catching fire]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited/caught on fire at the base. No injury was reported. 12-jul-2023 case update: the suspect product was oral-b power rechargeable toothbrush handle 3769. No injury was reported.

Manufacturer narrative:
10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.